Event description:
Patient admitted on (B)(6) 2024 with increasing shortness of breath and lightheadness. Loh on admission 275. Loh range 170-240.cat scan performed (B)(6) 2024 with noted luminal thrombus within the proximal aspect of the outflow graft resulting in moderate to severe stenosis. Patient taken to surgery on (B)(6) 2024 with bend relief incised and immediate return of significant amount of proteinaceous debris. On (B)(6) 2024 patient noted improvement in respiratory effort. (B)(6) 2024 loh 218.